Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the device high flow insufflation unit exhibited a loud whistling sound and the display goes blank. The issue occurred during an unknown procedure and the procedure was completed using the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h7, h9. Corrected fields: h6 (health effect - clinical code) and h6(component code). The device was returned to olympus for inspection, and the reported failures were confirmed. Due to the expired life expectancy of circuit board, the supply pressure sensor did not work properly. The error caused the display to go blank. Due to damage on the electropneumatic proportional valve unit, there was gas leakage from the secondary piping found which created the noise. Based on the results of the investigation, it is likely stress led to the issue of audible noise with the valve and gas leakage; however, a root cause could not be identified and an electronic issue led to the issue of component failure of the circuit board with sensor pressure failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.